Event description:
New information received notes that the patient presented for lead revision. During the procedure the physician found the helix difficult to retract. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited high amplitude lead noise. Programming changes were performed and the patient was stable throughout the process. Lead replacement was discussed.

Manufacturer narrative:
The reported event of oversensing noise was confirmed however, the reported event of helix mechanism issue could not be confirmed. As received, a partial lead was returned in two pieces measuring 10.5 cm and 48.7 cm. The helix mechanism test was unable to be performed due to the stretched helix consistent with procedural damage. External insulation abrasion was found at 6.7 ¿ 7.4 cm from the connector pin breaching the optim sheath, consistent with friction to the device can. An internal insulation abrasion was found at 4.3 ¿ 5.3 cm from the distal tip, breaching the ring electrode (re) cable lumen with etfe cable coating also found abraded in this region. The cause of the reported event of oversensing noise was due to the internal insulation abrasion under the right ventricular shock coil with abraded ring electrode cable conductor.